Manufacturer narrative:
Section h10: h3: the revision reported was likely due to a ¿rocking horse effect¿ generating forces around the well-fixed center peg that ultimately fractured the center peg secondary to contributions from anatomic instability within the shoulder joint, misalignment of the inferior peripheral pegs of the caged glenoid at the time of implantation, and potentially a lack of cement on the peripheral pegs. However, the individual contributions of instability, misalignment of the peripheral pegs, and lack of cement on the peripheral pegs to the sequence of events cannot be determined. H6: health effect - impact code: 4629, device revision or replacement; component code: 912, post.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 310-01-44, equinoxe, humeral head short, 44mm (alpha).

Event description:
As reported, this (B)(6) patient experienced left aseptic glenoid loosening. Complete glenoid loosening migration of the pegs. The case report form indicates this event is possibly related to devices and not related to procedure. This patient has a history of osteoarthritis. This event report was received through clinical data collection activities. The device is returning for evaluation.